Event description:
A site reported to rxsight that a bilaterally implanted patient's light adjustable lens (lal, sn (B)(6), +10.0d) was explanted from the right eye (od) due to patient dissatisfaction and a new light adjustable lens+ (lal+, sn (B)(6), +11.0d) implanted as a replacement. Rxsight's first awareness of this event was on 05/02/2024. Reference report # 3012712027-2024-00086 for the report on the left eye (os).

Manufacturer narrative:
The lal was cut into small fragments and explanted. The lens fragments were returned to rxsight and examined; no problems were noted. The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).